Event description:
During a cerebral angiography, the catheter was noted to be kinked in the primary curve. Difficulty was experienced during attempts to pull back the catheter through the brachial artery. A guidewire was advanced, but attempts to unkink the catheter were unsuccessful. The catheter was then pulled back into the sheath and removed, resulting in a 23mm segmental dissection of the right brachial artery, which was stented without any other pt injury or complications.